Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. The device was returned to a third-party service center for evaluation. Evaluation result stated that the complaint was confirmed, and the technician confirmed visible of foam particles during device evaluation. No other additional contamination found, and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. There was no report of serious or permanent patient harm or injury. No other clinical information or medical interventions were reported. The device was returned to a third-party service center for evaluation. Evaluation result stated that the complaint was confirmed, and the technician confirmed visible of foam particles during device evaluation. No other additional contamination found, and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Please note: the initial report was marked as "no" on the general tab for the question that confirms whether the report should be considered complete. This field should have been marker "yes". This field has been updated to reflect the initial report sent regarding this complaint was also the final report.